Event description:
It was reported the patient felt a shock in the right side of their body and they had pain. An out of regulation (oor) message was displayed. The patient was to get a scan of the device on the day of this report. Impedance testing indicated that all impedances were within normal range. The patient status at the time of this report was alive with no injury. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3389-40, lot# j0217061v, implanted: 2002-(B)(6), product type lead. Product ID 748240, serial# (b)(64), implanted: 2002-(B)(6), product type extension. Product ID 37642, serial# (B)(4), product type programmer, patient. Product ID 37651, serial# (B)(4), product type recharger. Product ID 37612, serial# (B)(4), implanted: 2011-(B)(6), product type implantable neurostimulator. Product ID 3389-40, lot# j0217054v, implanted: 2002-(B)(6), product type lead. Product ID 748251, serial# (B)(4), implanted: 2005-(B)(6), product type extension. (B)(4).

Manufacturer narrative:
Concomitant: product ID 64001, serial# (B)(4), implanted: 2011-(B)(6), product type adapter.

Event description:
Additional information received reported the patient's pocket adaptor was replaced and the patient was receiving effective therapy.